Manufacturer narrative:
Field service performed onsite troubleshooting which included replacement of the wz manifold, fep tips and cleaning the sample, r1 and r2 probes and checking the laboratory temperature. To further troubleshoot the issue, field service observed the customer process in regards to sample processing and testing. Post the blood draw, field service saw the following observations and made the following recommendations: observation 1: the customer did not mix the red cap tubes. Recommendation 1: after taking the sample draw, mix the sample by inversion, and make sure the blood has fully mixed. Observation 2: the customer used red-capped tube; after centrifuging, used a bamboo stirrer in the serum (one surface had a film with 2 fibers and a streak of blood). Recommendation 2: improve test tube centrifugation. Observation 3: laboratory temperature was 32 degrees c, which is slightly higher than the normal operating temperature. (At present, the customer uses a fan to lower the temperature, and will be installing air conditioning in the near future.) Recommendation 3: the customer to improve the ambient temperature. A review of the architect serial (B)(4) service history was performed, and the review identified no additional erratic results pre or post the current complaint and found no concrete identifiable contributing factors on or around the date of the complaint issue. A product labeling review found the architect systems operations manual addresses operational precautions and limitations and addresses troubleshooting of erratic results, including sample collection and integrity; the architect package inserts adequately address sample handling, performance characteristics, assay processing, and interpretation of results. A review of the architect product monitoring review found no similar issues as described in this complaint; nor a trend identified with the architect i2000sr erratic result. Based on this evaluation, there is no indication of a deficiency of the architect i2000sr.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated a (B)(6) result of 505.77 iu/l when processing on the architect i2000sr. The sample was repeated with (B)(6) results (<1.2 and <1.2 iu/l) using two other architect analyzers. No specific patient management was reported. No impact to patient management was reported.